Event description:
Approximately 2 months following placement of 4 cypher stents, the patient returned for follow up. Coronary angiography revealed a stent fracture. It is unknown if there was any restenosis or if any intervention was necessary. Indication for the initial procedure is unknown. The target vessel is identified as the mid right coronary artery (mrca) but no lesion or vessel characteristics are available. It is unknown if the lesion was pre-dilated. Four stents are placed in overlapping fashion. The 3.5 x 33mm stent is deployed at 16 atms for 15 seconds. It is unknown if post-dilatation was conducted.